Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. When the sensor was connected to a masimo monitoring device, the device was able to generate an error message. The unit was determined to be functioning as designed., corrected data: model # updated from "4003" to "4003-9". Updated from "the customer reported the sensors stopped working after 3 to 12 hours. Much shorter compared to lnop-sensors they've used before. Loss of signal. After checking the monitor, the extension cable, and adapter, the sensor was replaced and everything works fine. No patient impact or consequences were reported." To "the customer reported: "the sensors stop working after 3 to 12 hours. Much shorter compared to lnop-sensors they've used before. Loss of signal. After checking monitor, extension cable and adapter the sensor is replaced and everything works fine." No patient impact or consequences were reported."

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the sensors stopped working after 3 to 12 hours. Much shorter compared to lnop-sensors they've used before. Loss of signal. After checking the monitor, the extension cable, and adapter, the sensor was replaced and everything works fine. No patient impact or consequences were reported.